Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the abdomen. The patients mother stated that the sensor wire detached and was left at the insertion site. The patients mother removed the sensor wire and discarded it. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).